Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, used in treatment, was received for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that there was no live video output and the buttons failure to activate. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the damage, include a damaged connector. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a knee procedure, when the lens camera head was plugged in the screen appears purple. Backup device was available to complete the procedure. No delay and no patient injuries were reported. Results of investigation have concluded that this unit had no live video output which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.